Event description:
The report indicated that the customer's bg levels were continuously high (422 - greater than 500mg/dl) within the first day of activating the pod. After multiple correction boluses during the night through the next morning, her levels began to lower, though the readings would still be considered "elevated." The pod was deactivated and will be returned for evaluation.

Manufacturer narrative:
The investigation of the returned pod found evidence of an internal fluid leak; discoloration was seen inside the device and corrosion/residual fluid was found on the surfaces of internal assemblies. A leak test was performed, which confirmed the presence of a leak in the fluid path - a tear was found in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels.